Event description:
It was reported that after implantation, the surgeon discovered that the trailing haptic had detached. The surgeon managed to cut the intraocular lens (iol) into 3 pieces and removed it through the existing incision from the patient's eye and inserted a new iol without the patient being affected. Following this, the surgeon could no longer identify, which of the two opened smartload tecnis 23.5d iol's (serial numbers: (B)(6)) was defective and which was now implanted into the patients eye. The patient is fully recovered and the intervention caused a 20 minutes delay. Through follow-up we learned that the mentioned delay was not clinically significant. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial#: could not be confirmed, (B)(6). Section d4 - expiration date: unknown as product serial number could not be confirmed. Section d4 - UDI #: unknown as product serial number could not be confirmed. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.